Manufacturer narrative:
The philips remote support engineer (rse) checked remoted into the system and found the philips speakers were not set to default. The rse changed them to default and the sound were audible at the central station. Based on the information available and the testing conducted, the cause of the reported problem was a configuration issue. The reported problem was confirmed. The device was operational after the philips speaker were set to default. The investigation concludes that no further action is required at this time.

Event description:
It was reported the central station does not alarm with audio. The device was in use on a patient. There was no report of patient or user harm.